Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump abruptly shut off. Customer reported of receiving an error message five times during basal delivery and customer did not know how to suspend insulin pump. Troubleshooting was performed and insulin pump received a pump error alarm during rewind. Insulin pump passed displacement test. Customer's blood glucose was 220 mg/dl. Insulin pump would be returned for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected pump error 63 alarm during testing however, pump error 63 alarm, variable 9, is located in the formatted history file due to a software error. No unexpected pump error 3, 28, or 79 noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.